Manufacturer narrative:
The device was not returned for eval. Unable to determine the cause for the event.

Event description:
It was reported that the crosslink center lock nut was broken during surgery. Although the implant was used in surgery, no pt complications were reported.